Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported a patient enrolled in a clinical study underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to infection. Review of radiographs confirmed the modular head was removed and a cement spacer mold was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient under went irrigation and debridement due to infection on (B)(6) 2004. The patient again underwent irrigation and debridement due to infection on (B)(6) 2004. Furthermore, the patient underwent a radical debridement due to infection on (B)(6) 2004. Review of radiographs confirmed the modular head was removed and a cement spacer mold was implanted. The patient was reimplanted on (B)(6) 2004. The patient underwent irrigation and debridement due to infected hematoma on (B)(6) 2004.